Event description:
Boston scientific crm received information that this physician expressed concern regarding earlier than expected battery depletion of this pacemaker.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, a thorough device evaluation was performed. Based on the available information, the device was paced less than 6% of the time. Longevity analysis shows the device would have a predicted longevity of 8.3 years, based on the available information, the device reached elective replacement time (ert) in 5.3 years. Device testing and electrical analysis found the device was drawing excess hybrid current. Further testing concluded the failure was within the mmic. A high resolution inspection found damaged electrical paths which can create shorts within the component resulting in excess hybrid current and premature battery depletion. Final analysis concluded this damage occurred during the manufacturing process. Corrective action has been implemented.